Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call of being hospitalized for high blood glucose of over 600mg/dl and diabetic ketoacidosis. Customer indicated that the pump alarmed no delivery but alarm was resolved by a complete set change. Customer is currently hospitalized. No further details except that customer thought the high blood glucose was not caused by the pump.